Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that if they are laying on their back at night, it feels like they are being electrocuted. The therapy concern was related to positional movement. The patient stated that they have been turning off their stimulation, but then when they wake up in the morning, they feel like crap and are in pain. The patient was redirected to follow-up with their healthcare provider to program the adaptive stimulation for laying position. No further complications were reported or anticipated.